Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of ketoacidosis

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a system malfunction that resulted in an adverse event on (B)(6) 2016. Patient reported going to intensive care unit (ICU) for diabetic ketoacidosis (dka) on (B)(6) 2016 but did not provide any details. Date of medical intervention was not provided and is an approximation. No additional event or patient information was provided.